Event description:
It was reported that the insulin pump had a crack on the screen. The customer's blood glucose was 200 mg/dl. The caller stated that the screen was readable. The caller was advised to monitor the device and call back when the customer was available to troubleshoot the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).